Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via telephone call that the set came off of the body when he took off his shirt. The blood glucose reading was 403 mg/dl. The customer stated that he had a large pasta dinner and realized that he had not taken insulin. The customer declined troubleshooting for high blood glucose and for the tape not sticking. The customer treated with manual injection.